Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently on (B)(6) 2015 the patient underwent a surgical procedure to debride the excess tissue around the site; during the same procedure the abutment was removed and a cover screw was placed. The implanted device remains.